Manufacturer narrative:
Concomitant medical product(s): product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 01-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (800 mcg at 283.53288 mcg/day), bupivacaine (30 mg at 10.63248 mg/day), baclofen (800 mcg at 283.53288 mcg/day), and clonidine (100 mcg at 35.44161 mcg/day) via an implanted infusion pump. It was reported that on (B)(6) 2019 the patient expressed frustration with the lack of pain relief with intrathecal (it) therapy and felt that the it therapy was increasing their anxiety. The it rate was decreased secondary to the patient's request to explore other pain management modalities. On (B)(6) 2019 the patient reported relief lasting 20 minutes following personal therapy manager (ptm) activations, but not with the continuous rate. The it rate was decreased and the number of maximum ptm activations were increased. On (B)(6) 2019 the patient reported symptoms of withdrawal that led to a recent hospitalization. The patient obtained a new insurance carrier which only authorized one last visit with their current provider and required the patient to find a new provider. The patient was advised to return to their previous managing physician for a catheter revision as they likely had a catheter kink caused by activity. On (B)(6) 2019 the patient was unable to receive authorization for the catheter revision, and the event was considered unresolved at the time of study exit/death/study closure. The clinical diagnosis was intermittent withdrawal/increased pain and the device diagnosis was catheter kink. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. No further complications were reported or anticipated.